Event description:
Another problem with dexcom g7: alarm on sensor went off at 12:25 an indicating critical glucose low of 55. In response, I took a no added sugar muffin to stabilize. At 5:40a my number soared to 288! Clearly the g7 is behaving erratically. The g7 continues to not take any corrective action on previous reports, and has failed to notify patients via the FDA portal, physicians, patients, and distributors of known issues with their malaysian manufactured sensors. I continue to be disabled in my upper left limb, with 24/7 pain, and loss of function due to the defective sensor inserted on or about (B)(6) 2025. I also have not been reimbursed for the out-of-pocket expense for 7 sensors, purchased in (B)(6) 2025, due to failure (B)(6) 2025 produced sensors ((goose-necked sensors,). Dexcom failed to notify of issues with those malaysian sensors, resulting in not having working sensors for the duration of my overseas travels. Dexcom simply suggested finger-prick testing. However, the first night of insertion of my newly purchased sensors, I was awoken around 1:30a, by an urgent low alarm indicating a critical low of c.40. Had I not made the expensive purchase, I likely would not have been alive by the time my husband woke up in the morning. Dexcom has been exceptionally careless in-patient care. It failed to notify; it caused long term pain and damage to my left arm; it left me without working sensors overseas and necessitating large expenditure for units through a local distributor and has failed to reimburse for 3 months; issues with faulty sensors continue. The FDA needs to take action against dexcom. Pt: 4836, 2032. Device: 1535, 2981, 3273. Reference reports: mw5181761, mw518162, mw5181763, mw5181764, mw5181765, mw5181766, and mw5181767.